Manufacturer narrative:
No pump error 38 or pump error 130 alarms were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-test. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a faded serial number label, a peeling end cap address label, moisture damage on the motor assembly and corrosion on the force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of pump errors on the insulin pump. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.